Event description:
Mechanical rotational atherectomy (mra) burr was not functioning properly, causing a perforation to the left anterior descending (lad) artery. Cardiologist stated that the rotablator device malfunctioned in that it would not engage, so it wouldn't spin correctly. The device went through the vessel and got stuck. The doctor could not pull it out at first. The patient was brought directly to the or for emergent CABG.